Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-mar-2026. Investigation summary bd received 16 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for open package seal was observed; the photo depicts a blister pack with an open seal. In addition, the 16 customer samples were visually inspected for open or damaged packaging. All the samples failed testing as the packaging was open with a broken seal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package/seal-sterility in question. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using [brand name] there were 16 devices with defective package seal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using [brand name] there were 16 devices with defective package seal. No adverse impact was reported regarding the patient or user.